Event description:
It was reported that immediately after insertion, a balloon rupture was suspected. There were no pt complications.

Event description:
It was reported that immediately after insertion, a balloon rupture was suspected. There were no pt complications.